Event description:
The customer tested blood glucose and received a result of 189mg/dl. The customer tested an hour later and received a result of 235mg/dl. The customer was given diabetic pills based on the reading. The customer later had a hypoglycemic symptom. Paramedics were called one hour later and they tested and received results of 40 and 45mg/dl. The customer was given a glucose IV. The customer stated that they had eaten less than normal. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.